Event description:
Medtronic received a report that the pipeline deployed prematurely when the proximal segment of the phenom 27 catheter ruptured. The patient was undergoing surgery for treatment of a ruptured, saccular right posterior communicating dissecting aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone was 3.5 mm distally and 4 mm proximally. The access vessel was the right radial artery with a 5 mm diameter. It was noted the patient's vessel tortuosity was normal to moderate. Dual antiplatelet treatment was not administered. The event did not lead to or extend patient hospitalization. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. Angiographic result post procedure showed the procedure was successful, there was successful implantation of the device without complications. It was reported that during the procedure, once the phenom 27 microcatheter was positioned at the work site, the pipeline device began to advance through it. Everything was going normally until the doctor observed a failure: the phenom 27 presented a rupture at the proximal segment, which caused the flow diverter to be released inside the microcatheter itself. Because of this, both the microcatheter and the pipeline were removed together, and later the procedure was continued using new supplies, without major inconveniences. The pushwire of the pipeline was not rotated or pulled back during the procedure. There was no friction or difficulty during delivery. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that during the procedure, while advancing a flow-diverter device (pipeline) through a phenom 27 microcatheter, the microcatheter ruptured at its proximal segment. As a consequence of this failure, the flow diverter deployed within the lumen of the microcatheter instead of at the intended position in the vessel. This required the medical team to remove both devices (pipeline and microcatheter) and replace them with new ones to continue the treatment. The procedure was completed with another microcatheter and a new flow-diverter (from medtronic). The lesion characteristics were dissecting pseudoaneurysm of the right posterior communicating segment of the internal carotid artery, measuring 6 × 8 mm. It was noted that the vessel tortuosity was moderate. The device was prepared according to the instructions. There was neither friction nor difficulty during delivery or positioning. The catheter was flushed as indicated in the IFU. The coil come out of the introducer sheath smoothly. Physician was unable to retrieve the stent while it was inside the phenom 27 because the microcatheter fractured. The phenom 27 microcatheter was severed approximately 2 cm from the hub. Additional information was received updating the event date to 2025-aug-11.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event was not determined. The cause of the phenom 27 catheter rupture is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.